Manufacturer narrative:
It was initially reported by the baxter sales team, during a meeting with the customer, that five cystic fibrosis patients who are currently using the volara device, are frequently readmitted for infection such as pseudomonas. The baxter account executive later confirmed the reported event involved only three patients. The customer believes the volara device could be a contributor but not necessarily the cause and inquired about infection control. The healthcare team decided to increase treatment time from 10 to 20 minutes and stated if they are unable to keep these patients healthy from frequent infections, they are considering discontinuing use of the volara for their very sick/cf patients. No additional information was provided by the customer. This evaluation addresses patient 3 of 3. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. The device instructions for use (IFU) provides device cleaning instructions and indicates each patient circuit is intended for 30 days of treatment or a maximum of 90 treatment sessions. All volara systems patient circuit components (except the nebulizer tubing and smart-filter) can be cleaned in a dishwasher with water at 158°f (70°c) for 30 minutes. In this event, the patient experienced an infection and required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the event is undetermined, and the device cannot be ruled out at as a contributing factor at this time. Follow up attempts to obtain additional incident information from the customer are in progress. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
It was initially reported by the baxter sales team, during a meeting with the customer, that five cystic fibrosis patients who are currently using the volara device, are frequently readmitted for infection such as pseudomonas. This report was filed in our complaint handling system as complaint #(B)(4).